Event description:
Reference number (B)(4). Event occurred in australia, it was reported that patient faced two infusion set was leaking at tubing on (B)(6) 2024. The infusion set was in use for three days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. E1:patient country: australia. Patient city: (B)(6).